Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient underwent a stenting treatment procedure and developed angina on an unspecified date. The 70% stenosed and 10mm long target lesion was located in the left posterior descending coronary artery (l-pda) with a reference vessel diameter of 3.0mm. It was treated with direct stent placement of a 2.75x12mm taxus liberte stent followed by post-dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. The site has reported that the subject developed angina on an unspecified date. Treatment provided and event outcome are unknown. It is the opinion of the physician that the event is possibly related to the taxus liberte stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient developed angina in (B)(6) 2010 and was admitted to the hospital. The patient was treated with medication. The event was considered resolved without residual effects and patient was discharged 2 days later. It is the opinion of the physician that this event is unrelated to the taxus liberte stent. It was previously reported that it was possibly related.